Manufacturer narrative:
The investigation confirmed that higher than expected, non-reproducible tropi es results were obtained from multiple different patient samples and from a non-vitros biorad qc sample tested on a vitros eci immunodiagnostic system. The most likely root cause for the higher than expected non-reproducible results was an unexpected analyzer performance as the customer had obtained unacceptable pre-service and pre-maintenance precision test results. However, the possibility that inappropriate pre-analytical sample processing had contributed to the results could not be ruled out entirely. There was no evidence found to suggest the customer's vitros troponin I es reagents had malfunctioned.

Event description:
The customer complained that higher than expected, non-reproducible tropi es results were obtained from multiple different patient samples and from a non-vitros biorad qc sample tested on a vitros eci immunodiagnostic system. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected non-reproducible vitros troponin I es results were not reported to a clinician and no allegations of patient harm were made as a result of the events. This report corresponds to ortho clinical diagnostics inc. (B)(4).